Manufacturer narrative:
Film evaluation summary: the exact cause of the events could not be conclusively determined from the films provided. Films at implant were not provided for review and comparison. The stent graft in-vivo configuration at implant was unknown. The post-implant films provided showed that in addition to the reported proximal type I endoleak, the bifurcate main body was infolded. The infolding resulted in the lack of the radial stent graft apposition to the aortic wall, which then led to the proximal type I endoleak. The pre-implant films provided showed that the aortic neck and the aneurysm sac contained significant amount of thrombus. It is possible that the large amount of thrombus present in the proximal neck may have caused the infolding due to excessive oversizing. (The nominal diameter of the bifurcate main body was 36 mm and the pre-implant aortic neck flow lumen diameter ranged from ~22-24-28-25 mm along a ~ 1.5 cm length). The films at the secondary intervention that showed the resolution of the events were not provided for review. Failure to follow instructions (oversizing the stent graft). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was inserted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that a CT at approximately 11 months post implant showed there was a type ia endoleak. The physician decided to place endoanchors and a 36mm endurant cuff and the endoleak was resolved. Per the physician the cause of the event cannot be determined. No additional clinical sequelae were reported and the patient is fine.